Manufacturer narrative:
Product ID 37601 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3389s-40 lot# v104410, implanted: 2008 (B)(6), product type lead product ID 3389s-40 lot# v104410, implanted: 2008 (B)(6), product type lead product ID 7436 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37601 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.

Event description:
It was reported, the patient had had three battery replacements due to infection. The battery was removed again while the infection was being treated. It was noted, the patient had hoped to have the stimulator replaced when they finished their antibiotics. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-06240 for report on the other batteries replaced due to infection.